Event description:
Per complaint (B)(4), an abutment was unable to detach from a dental implant during clinical procedure. The procedure was not completed within the same visit. There were no adverse patient consequences as a result.